Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. It was reported that the patient would get a little shot from the device when they were in different positions and the patient had to shut their therapy off. It was also reported that if the patient moved around they had to use the programmer to adjust stimulation. No further complications were reported as a result of this event.